Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6: removed code d12: known inherent risk of device. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device."

Manufacturer narrative:
Added g3/g4, h1/h2, h6.

Event description:
The following was reported to gore: on (B)(6)2025, patient underwent an endovascular reintervention procedure on a prior excluder graft. The reintervention procedure was a revision case where the aortic aneurysm has progressed proximally and the previous excluder device had lost seal and was pushed distally (distance unknown). The physician treated the visceral aneurysm with a cook debranched device and relined the previous evar with a cook evar device and gore limbs. The case went well with good completion angiogram. Reportedly, during the case, the physician noticed a couple of excluder anchors remained in the aortic wall near the renal arteries and commented that he¿s never seen that before. The anchors are a part of the excluder device based on the images briefly seen during the active procedure but unsure of the certain type of device. It most likely was a c3 or conformable main body. The anchors did not cause any adverse event but were seen on the imaging finding during the procedure. There were no reported issues with the excluder limbs and it was part of the procedure plan to reline them as they were used to connect the cook evar device and the previous limbs. 1001-e: unknown is used to captured the aneurysm growth without endoleak and the anchors that remained in the aortic wall.

Manufacturer narrative:
H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.